Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00446. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the power switch was not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. In a good faith effort (gfe) response received from the philips biomedical engineer (bme) on 03/14/2023, it was stated that the device issue was not able to be duplicated. The bme attempt multiple times to duplicate the issue in front of the customer respiratory staff to confirm to the customer that the issue was not present at the time of testing. No further work was required or performed. The device status at the time of the reported issue remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.